Event description:
It was reported that stent dislodgement outside patient occurred. During unpacking of a 16x3.50mm promus elite drug-eluting stent it was noticed that the stent catheter was not connected to the stent itself. The procedure was completed with another promus stent. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: promus elite ous mr 16 x 3.50mm stent delivery system was returned for analysis without the stent. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement outside patient occurred. During unpacking of a 16x3.50mm promus elite drug-eluting stent it was noticed that the stent catheter was not connected to the stent itself. The procedure was completed with another promus stent. No patient complications were reported.